Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: non q-wave mi/restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure date was in 2008. Predilatation was performed prior to stenting the svg to lad with a xience v stent, to treat instent restenosis of an unk metallic stent. No procedural complications were reported. The following month, the pt was admitted to the hospital with complaints of chest pain and an EKG showing st segment depression. The troponins were negative. The pt was taken to the cath lab and had a successful pci of instent restenosis of the xience v stent in the svg to lad. ECG findings were suggestive of a non q-wave mi. The pt still had chest pain post procedure and was started on ranexa and imdur. The pt was discharged in the same month, with symptoms now resolved. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - angina, mi, and restenosis, as listed in the xience v IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. The IFU states: safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts and in-stent restenosis. The xience v stent is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions. A conclusive cause for the reported pt effects and the relationship to the xience v cannot be determined.